Event description:
The customer contacted nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013, via telephone. The customer reported that the washer rolled through the mouthpiece and fell from the ez breath atomizer onto his tongue while he was using the product with asthmanefrin inhalation solution. The customer reported that he did not require any medical interventions or hospitalization.